Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in 2013, this patient underwent total arch replacement and thoracic endovascular aortic repair (tevar) for thoracic aortic aneurysm using gore® tag® thoracic endoprostheses. On (B)(6) 2026, the patient visited the hospital presenting with chest pain. A CT scan showed aneurysm enlargement. Considering the risk of aneurysm rupture, an emergency reintervention was indicated. On the same day, an additional procedure was performed and additional stent grafts were implanted. The patient tolerated the procedure. Reportedly, no obvious endoleak was found by preoperative CT scan or intraoperative angiography on (B)(6) 2026. The reporting physician commented as follows: no endoleak was found. Although a possibility of type ii endoleak could not be completely ruled out, additional devices were placed as a currently possible measure.